Event description:
A us distributor reported that a patient was receiving battery faults. A us distributor reported that a patient was receiving battery/charger faults.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (battery faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger/modem has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient was receiving battery/charger faults.